Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 6/24/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the description of the event, it is likely that the hypoglycemia was caused by a missed meal announcement that resulted in hyperglycemia and increased correction insulin dosing, which increased the risk of hypoglycemia.

Event description:
On 9/23/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. After consuming a 19g carb cookie at 3 am, their blood glucose dropped from 100 mg/dl to 28 mg/dl by 5 am. The user did not announce the meal for the cookie, which may have led to overcorrection by the ilet. The user's wife called paramedics, who administered a glucose drip, and the user consumed a peanut butter and jelly sandwich with milk, bringing their blood glucose back into range. The user does not use the ilet mobile app to sync data due to difficulties with their phone. The user experienced loss of consciousness, sweating, and confusion during the event, and professional medical intervention was provided by emts. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the second low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00518.